Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. 28 occurrences were reported by the customer. After follow-up with the customer differentiating information was received that required additional files. The following medwatch reports were created to capture the differentiating information across the 28 occurrences: 3006260740-2023-00176, 3006260740-2023-00175, 3006260740-2023-00174, 3006260740-2023-00173, 3006260740-2023-00172, 3006260740-2023-00178, 3006260740-2023-00179, 3006260740-2023-00180, 3006260740-2023-00181, 3006260740-2023-00177, 3006260740-2023-00187, 3006260740-2023-00186, 3006260740-2023-00185, 3006260740-2023-00184, 3006260740-2023-00183, 3006260740-2023-00182, 3006260740-2022-04404, 3006260740-2022-04515, 3006260740-2022-04406, 3006260740-2022-04407, 3006260740-2022-05664, 3006260740-2022-05840, 3006260740-2022-05841, 3006260740-2022-05859, 3006260740-2022-05858, 3006260740-2022-05910, 3006260740-2022-05982, 3006260740-2022-06010.

Event description:
It was reported by the customer that a leak was noted from the mediport needle tubing during intravenous continuous infusion of chemotherapy medication. After report, a crack was found at the bifurcation on the mediport tubing at the proximal site. These cracks have been associated with take-home 48-hour infusions with 5fu. It was reported this occurred with five devices. This report addresses the second device. Additional information received via medwatch: "serious of 28 similar events from 9/27/2022 through 12/14/2022 from three lot numbers (asgsfc061, asgsfc052, and asgsfc076). A leak was noted from the mediport needle tubing during intravenous continuous infusion (ivci) of chemotherapy medication. Events involve a patient will report leaking, or a nurse will identify a leak, after (24-48hr) infusion. After each report, a crack was found at the bifurcation on the mediport tubing at the proximal site. The cracks are nearly identical in nature. These cracks have been associated with take-home 48-hour infusions with 5fu." 28 occurrences were reported.  After follow-up with the customer, differentiating information was received. Multiple files were created to capture the differentiating information across the 28 occurrences.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc006 showed four other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in united states.

Event description:
It was reported by the customer that a leak was noted from the mediport needle tubing during intravenous continuous infusion of chemotherapy medication. After report, a crack was found at the bifurcation on the mediport tubing at the proximal site. These cracks have been associated with take-home 48-hour infusions with 5fu. It was reported this occurred with five devices. This report addresses the second device.